Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed and analysis revealed blood on the distal conductor (obstructed). It was noted there was blood on the distal conductor (not obstructed), the outer insulation was breached cut, the outer tubing overlay insulation was breached cut and the inner insulation was breached cut and there was apparent implant damage. (B)(4).

Event description:
The lead was returned to the manufacturer, was analyzed and subsequently tested out of specification. Additional information noted that the stylet became stuck in the lead upon implant. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report.